Event description:
It was reported to boston scientific corporation that during preparation for a tissue repair procedure using a capio slim suture capturing device, the device was noted to be "defective." The physician completed the procedure with another capio slim suture capturing device. There were no complications to the patient who was fine at the conclusion of the procedure. Attempts to obtain additional information have been unsuccessful. Should additional relevant details become available, a supplemental report will be submitted.